Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it has not been returned by legal counsel; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that legal counsel for patient states patient underwent a revision for unknown reasons approximately seven years post-implantation. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01444, 0002648920-2017-00189, 0001822565-2017-01449, 0001822565-2017-01464. (B)(4). Concomitant medical products: shell porous with cluster holes 52 mm catalog#: 00620205222 lot#: 61079134; femoral head sterile product do not resterilize 12/14 taper catalog#: 00801803602 lot#: 61138084; modular neck g 12/14 neck taper use with +0 heads only catalog#: 00784802300 lot#: 60969507; modular femoral stem press-fit plasma sprayed cementless size 17.5 catalog#: 00771301700 lot#: 60862168. Reported event was confirmed through review of medical records. After reviewing operative notes, it was confirmed that metallosis and metal debris were found in patient's tissue. Trunnionosis was observed as well. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent right hip revision surgery approximately 7 years post primary surgery, due to metallosis and trunnionosis. During the surgery, metal debris were found in patient's soft tissue. All implants were removed and competitor's parts were implanted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the event and should not have been reported. The initial report should be voided as it was submitted in error.